Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 325 mg/dl and 47 mg/dl within 10 mins on the advantage system (meter, comfort curve strip lot # 549433, exp date 01/31/2008). The customer did not provide the location where the discrepant results were obtained. No low or high blood symptoms reported. No action was taken based on device results. No adverse event reported. L2 control was run and out of range. Requested return of the suspect device and replacement was sent.